Event description:
It was reported that the seal was open upon receipt, thus affecting the sterility of the device. There was no pt involvement. The defect was noticed immediately upon opening of the box.